Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged discrepant results for one patient sample using the cobas® sars-cov-2 nucleic acid test for use on the cobas® liat® system. The original sample tested on cobas liat generated a sars-cov-2 positive result. A new sample was collected and tested on a separate cobas liat generated a sars-cov-2 negative result. The results were reported and no harm is alleged. Per the FDA eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. No curve abnormalities were noted in the datasets. A holistic review of the datasets provided was performed and there do not appear to be any issues with the instruments. Baseline and background values are within range, thus, there are no signs of an instrument-related issue. The most likely cause for the discrepancy observed is due to the samples having a low viral load, either from a patient with a low titer or from lab cross-contamination. Very low viral load specimens that are near the assay limit of detection may not generate consistent results upon repeat testing according to expected statistical variances in detection. Also, sample to sample variability may be a factor. This is a sample-specific issue and the reagent is performing as intended.